Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated due to circuit board failure. It was also found that after turning on the device was not booting properly due to which the light of the front panel was not glowing. This was due to the defect in circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified timing, no endoscopic image was displayed and color bar was displayed. There was no report of patient injury associated with the event. The event date was unknown.